Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) and a company representative regarding multiple patients receiving unknown intrathecal medication via implantable infusion pumps. There had been 4 low battery reset pumps in 6 months at the facility. No patient symptoms were reported. It was indicated that the pumps were explanted as it was stated that the pumps were returned for analysis. Additional information has been requested but was not available at the time of this report.